Event description:
Dr. Was using bur drill to drill the dorsal lamina during a laminectomy. The bur snapped off and flew across the room. "Luckly it didn't snap off and go into the spinal cord". A drill of some sort was being used, but hte manufcturer, type, and or serial no. Is unkdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.